Manufacturer narrative:
The insulin pump was unable to complete the prime test due to faulty force sensor relay. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times during and after the infusion set change. The customer did fell uncomfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.